Event description:
It was reported that the ventilator was not cycling with audible disc/sense and low pressure alarms while on a patient. The patient was ventilated with an ambu bag and then switched to another ventilator. No reported harm to the patient.